Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. No motor alarm anomaly noted and motor passed motor test. Unable to perform the excessive no delivery alarm test due to alarms anomaly. Unit was received with missing end cap sticker.